Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The root cause was attributed to a depleted battery, but further root cause could not be established. The customer received a replacement device to resolve the reported issue.

Event description:
The customer contacted stryker to report that their device did not emit audio prompts when powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.